Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not properly communicating with a pulse generator. Additionally, it was reported that the serial cable appeared damaged. Troubleshooting did not resolve the issue. Handheld and serial cable were subsequently returned to manufacturer for product analysis. An analysis was performed and the cause for the reported complaint was found to be associated with a defective serial cable. Visual analysis of the serial cable identified that the serial cable was pulled out of the dell axim connector plug assembly strain relief and 2 broken wire connections were identified in the dell axim connector plug assembly. Once the wires were resoldered onto the dell axim connector plug pcb, the serial cable was able to establish communication between the handheld and wand. Although a root cause for the wire break is unk, it may be associated with mishandling of the serial cable.